Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was selected for implantation using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the left atrial disc was deployed but deformed into a cobra shape. There was no angulation nor kink in the delivery system, and no interaction with patient cardiac structures. The device was removed and replaced with another 20mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. The patient is stable. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cobra shaped deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision c "table 1: the correct size delivery system for a 20mm amplatzer septal occluder is 9f.